Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in storage of several untreated episodes as well as delivery of an inappropriate shock. The noise was suspected to be related to myopotentials as the patient was exercising during some of the episodes. Technical services (ts) discussed troubleshooting options. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.